Manufacturer narrative:
A patient received a third degree burn to the right forearm from a cautery device. The cautery device was lying in the sterile field, with buttons facing up, as the patient was being draped prior to the start of the case. It is unknown if the holster provided with the product was within the field for use. The cautery device ignited when it was plugged in, staff heard the ignition and immediately removed the device from the field. No flames, sparks or smoke was noted by staff. No alarms sounded from the generator and it is unknown what the generator settings were. The burn was treated by excising the area. The sample was received and the reported concern has been confirmed. The sample was tested, the generator settings of 30/30 were used, when the cautery device was plugged in it activated without any buttons being pressed. The account has requested the product back and has not given permission for us to open the device for investigation; therefore a root cause cannot be determined. Over 100 devices from the same lot were tested and the reported incident could not be duplicated. We have had no other similar issues reported to us for this device.

Event description:
It was reported a cautery device caused a third degree burn.